Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/30/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2016. Patient's caretaker reported that the patient experienced a low that was not reported by the cgm as the device was charging over 20 feet away from the patient and was not within range. Patient's aide noticed that the patient was incoherent and she did not take a fingerstick measurement or treat the patient but instead called 911). When emergency medical services (ems) arrived they saw that the cgm was displaying 69mg/dl and then took a fingerstick measurement which read 20mg/dl. The patient was given an IV to stabilize but was not taken to the hospital. At the time of contact, the patient was doing fine. Additional event or patient information is not available.